Event description:
In 2003, unit shut down without alarm while operating on external battery. Rep from life care solutions stated the external battery was depleted and the alarm had been turned down to 60 db. Once the batteries were charged the unit operated fine. Life care solutions believes the unit did alarm but the pt didn't hear the alarm.